Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as an extra quad ring in the co2 (carbon dioxide) electrode, and a clog in the mc (modular chemistry) sample probe. The fse removed the extra quad ring and replaced the sample probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged na (sodium) patient results differ 10 mmol on patient samples on their unicel dxc 600 pro instrument. The erroneous patient results were not reported outside of the laboratory. There was no impact to patient treatment in connection to the event. The customer did not provide data. Quality control was within the laboratory¿s established ranges prior to event.